Event description:
It was reported that the ventilator came too close to the MRI. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which should be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". No parts of the ventilator system have been returned for further investigation. The ventilator was repaired by our field service engineer (fse) and several parts were exchanged as a consequence of the mechanical collision with the MRI-scanner. According to the information received by the hospital, the brakes of the ventilator wheels were not locked as required at the time of event. Based on this information it is determined that the user did not fulfill the requirements for the use of the ventilator in an mr-environment. Our conclusion from this investigation is that the unlocked wheels, due to a user mistake/error, was the root cause for this incident.

Event description:
(B)(4).